Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test noted. All buttons function properly. No button error alarms noted. Insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump received a button error alarm and the buttons are not responding. Customer does not recall any significant events leading to the keypad issue. Customer stated the device was functioning a moment ago. Blood glucose 266 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.